Manufacturer narrative:
(B)(4). Batch #: u5fa3x. Additional information was requested, and the following was received: could you please provide more details for "failed to close and fire"? When engaged on the tissue, the gun did not lock in the position. Was the device difficult to close on the tissue? The closing handle was pressed completely but hun didn¿t close. Did the device close? Device didn¿t close on tissue. Was the device difficult to fire? No. Since the device did not close, it couldn¿t be fired. Did the device fire? No. Device was not fired. Could you please clarify if there were any patient consequences? No on table or post op consequences. As confirmed by the doctor, patient was fine and got discharged. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post op care. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod not allowing to close the device. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device failed to close and fire in rpgmc ¿ tanda, himachal (village). There were no patient consequences reported.